Manufacturer narrative:
(B)(4). Batch # p5523w. The analysis results found that one psee60a device was returned with the anvil bent upwards and with an ecr60d reload not loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: for the second firing, staple on staple line, other than the unexpected sound being heard, was there any issue with the staple line? Was the staple line complete? Was the cutline complete? When the knife did not return to the home position completely, how was the device removed (cut off, manual override, etc)? Did the jaws eventually open? Response: no information.

Event description:
It was reported that during an ladg, an unexpected sound was heard at the 2nd firing on staple line, and the knife did not return to the home position completely. It was found that the jaws were out of alignment. The device was used to resect the gastric body. Another device was used to complete the case. There were no adverse consequences to the patient.